Event description:
Revision surgery - due to the patient dislocating. The surgeon replaced the head and liner.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 9 days of patient use. The products associated with this even were not returned for examination. A review of the DHR showed one ncmr associated with the product. This is the 89th complaint for this part number, first for this lot number. There are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause for dislocation could not be determined with confidence.